Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Checked unit and it would not pressurize pass 20 cmh20. Troubleshooted and found max thumbwheel number was passing 5. Replaced with a customer spare and unit pressurized for circuit calibration of 39-43. Customer stated that unit would intermittently shut down. Replaced ddi and calibrated it. Also calibrated airway pressure transducer and pneumatics. Completed 2k pm. Ran performance test, unit passed all test and runs according to OEM specifications.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the 3100a driver stopped on a patient. The customer confirmed that there was no patient harm associated with the reported event.